Event description:
The customer reported that her blood glucose reached 32 mmol/l (577 mg/dl) less than a day after activating the pod. She was hospitalized for one day. The cannula looked normal when the pod was removed. She got an infusion with nacl and a shot of novorapid, after which the customer was fine again.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.